Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 460 mg/dl at the time of the incident and current blood glucose was 178 mg/dl. The customer had symptoms such as nausea. The customer declined troubleshooting for high blood glucose. It was reported that they had insulin flow block alarm. Customer reported that the event was resolved by changing complete set infusion set and reservoir). The customer declined troubleshooting for high blood glucose. The customer was advised to monitor issue and call back if issue recurs. The insulin pump will not be returned and reservoir will be returned for analysis.